Event description:
A customer contacted haemonetics on (B)(6) 2011 to report the keypad of their orthopat machine was not responding. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report the keypad of their orthopat machine was not responding. No operator or donor injury was reported. Eval of the unit confirmed the reported problem was caused by a blood spill. A circuit board as well as other damaged components needed replacement as a result. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's svc records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).